Manufacturer narrative:
This MDR report is part of the 227 pilot program, exemption number e2015055. Eighteen (18) devices were received for evaluation; eighteen (18) events were confirmed during testing. Fifteen (15) devices were found to be affected by trigger corrosion. Two (2) devices were found to have trigger damage. One (1) device was found to have a contaminated trigger. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes <noe> 18 </noe> malfunction events in which the device ran on or had a sticking safety bar. Fifteen (15) reported events had no patient involvement; no patient impact. Two(2) reported events had patient involvement; no patient impact. One (1) reported event had no information available from the facility regarding patient involvement or patient impact.